Event description:
A hospital in (B)(6) reported via fisher & paykel healthcare's ('fph') regional office in (B)(4) that the outlet port of an rd900afu neopuff infant resuscitator was found in a damaged condition prior to patient use. No patient consequence occurred.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has made a request for either the return of the complaint device and/or additional information to assist in our evaluation of the reported problem. We are awaiting a response from the healthcare facility concerned. We will submit our findings and/or opinion in our follow-up report following receipt of the device or additional information and completion of our investigation.